Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a (B)(6) female patient who had essure (batch no. 610881) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2011. The patient's medical history included cervical dysplasia and endometriosis. Previously administered products included for an unreported indication: mirena. Concomitant products included estradiol, fluoxetine hydrochloride (prozac), fluoxetine hydrochloride;olanzapine (symbyax), gabapentin (neurontin), imipramine, medroxyprogesterone acetate (depo provera), pregabalin (lyrica), sertraline hydrochloride (zoloft) and venlafaxine. In 2008, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/heightened pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("joint pain"). In (B)(6) 2012, the patient experienced acne ("acne,"). In (B)(6) 2012, the patient experienced urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("yeast infection"). On an unknown date, the patient experienced depression ("depression") and anxiety ("anxiety,"). At the time of the report, the pelvic inflammatory disease, pelvic pain, urinary tract infection, vulvovaginal mycotic infection, depression, urticaria, acne, migraine, dysmenorrhoea, dyspareunia, weight increased, anxiety and arthralgia outcome was unknown. The reporter considered acne, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract infection, urticaria, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2011 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs received : event ¿injury nos¿ updated to new events. Case become incident. Reporter added, lot number added, patient demographic added, product indication updated. Events added- pelvic pain, joint pain, medical device monitoring error(ablation), uti, yeast infection, depression, anxiety, hives, acne, migraines/headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, pelvic inflammatory disease. Events onset date, events severity , concomitant drug, medical history and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.